Event description:
The report stated that the ligasure v was used to seal and transect tissue in a laparoscopically assisted distal gastrectomy. It was reported that after sealing some vessels were oozing. The surgeon used another ligasure v to complete the procedure. The forcetriad system generator was set at 2 bars of power.

Manufacturer narrative:
Date of initial report: march 18, 2008. To date the incident sample has not been received for eval. Add'l questions have been asked of the site including pt age, weight, sex, medical history and medications. The site has not provided these details. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.